Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had uncomplicated surgery on both eyes (ou) on (B)(6) 2021 and presented at 6 week post op visit with discomfort and photophobia. It was noted to have early flap melt at periphery right eye more than in left eye. Patient was started on durezol 4 times a day in both eyes. Symptoms improved quickly, but he developed an interface granularity inflammation at the area of flap thinning, extending centrally in right eye and trace inflammation inferotemporal flap edge in left eye. There was also epithelial ingrowth noted and it was recommended removal. Additional medications that were given was vigamox and pred forte. Vision remains excellent.